Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative confirmed that the system is functioning as designed. The issue was noted to be caused by the reference frame being moved and the surgeon not reconfirming accuracy. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare facility on behalf of the operating room that there was an incident in which the surgeon indicated that the "equipment was not working properly and may have injured the patient." At the time of the call there were no other details available. Follow-up with the manufacturer representative (rep) determined that navigation was not aborted, rather the issue was found at the end of the case. The issue resulted in two screws being placed through the spinal canal and a minimal delay to the case. The people present in the room indicated that the surgeon bumped the reference frame several times during instrumentation. The issue occurred during a perc lumbar fusion procedure.